Manufacturer narrative:
Concomitant medical product: product ID 97755 lot# serial# (B)(6) product type recharger section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), UDI#: (B)(4). H3: analysis of the 97755 recharger (rtm) (serial number (B)(6)) revealed there was a recharge antenna failure, intermittent no device found or poor recharge quality messages and broken connector. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with a neurostimulator for spinal pain. It was reported that last 2 weeks, probably about 3 times so far, patient would see error codes that said something to the effect of "cannot continue. Please call medtronic" while she was charging her ins. Patient didn't have details about the codes because she would "play around" with the controller some times by unplugging rtm and plugging rtm back in and code would just go away. Last night another "cannot continue. Please call medtronic" code came up but this time she took a picture. Code details "software problem: 1) intellis 2) 3.0 3)0 4) - (screen 99)". With this code "playing around with controller" didn't resolve it and controller went completely blank/non responsive. During call patient service specialist (pss) had patient reset controller and this resolved issue. Patient called back to report that she saw the same exact "software problem" screen when she was recharging her ins last night. It appeared when she "got up to get more comfy". Patient's ins was at 50% when she started to charge it, and the controller had her go through passive recharge mode. This process took 45 minutes and she was finally able to charge her ins to 100%, noting that she was getting excellent recharge quality. Currently, patient's ins was at 60% and controller was at 100%. Patient noticed the rtm cord got "really hot" when she was wiggling the paddle around last night when charging the ins. Patient wasn't sure if this was because it took her so long to charge the ins. No patient symptoms were reported. No further complications were reported.